Manufacturer narrative:
The health care professional (hcp) indicated that they planned to follow up with the physician and continue to monitor the patient. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited variable shocking impedance measurements. There was also an alert indicating there was a shock lead impedance greater than 125 ohms. A review of the previous data indicated that in (B)(6) 2016 there was an increase from 80-100 ohms to upper 100's to 120 ohms. Boston scientific technical services (ts) discussed delivering a 1.1 joule shock and max energy shock to evaluate the system. All other measurements were within normal limits. No adverse patient effects were reported.